Event description:
It was reported by the user facility's biomedical engineer (biomed), that he was getting good flow for about five seconds when the "pump not primed" alarm went off on the cooler heater unit. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Per technical support, he advised the biomed that the pressure switch was bad and then provided cost of replacement.